Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # h4: added device manufacture date h6: updated method and results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 01/09/08: rex healthcare. Mark c. Sturdivant, md, facs. Office note. Referral for suspected recurrent incisional hernia. Patient¿s initial operation was in 1984, at which time he had exploratory laparotomy for suspected crohn disease, as well as possible lymphoma. Both were unremarkable, and an appendectomy was performed. Patient developed an incisional hernia and underwent repair in 1989. Followed by repair of bilateral inguinal hernias in 1997 and then follow-up midline recurrent incisional hernia repair in 2003. Recently has noted increasing focal pain, which he feels is very close to last hernia repair. No signs of strangulation or obstruction, no generalized abdominal pain. Past medical history: gerd [gastroesophageal reflux disease]. Exam: weight 188. Abdomen: clear area of abnormality just to the left of the upper aspect of the patient¿s midline incision. Mildly tender, consistent with chronically incarcerated hernia. Findings and recommendations: recurrent incisional hernia, likely chronically incarcerated. I do feel repair is indicated. 01/10/08: rex healthcare. Mark sturdivant, md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral/ incisional hernia. Postoperative diagnosis. Recurrent incarcerated ventral/incisional hernia. Procedure: laparoscopic repair of recurrent incisional ventral hernia with mesh (10 x 15-cm gore dualmesh). Description of procedure: anesthesia: general. Blood loss: less than 10 ml. Operative note: ¿after the patient was placed in a supine position under general endotracheal anesthesia, status post preop antibiotics and void on-call, he was prepped and draped in a sterile manner. With the right arm in a tucked position, we entered the abdomen on the far-right side, as a 5-mm optiview was inserted under direct vision with upward retraction on the anterior abdominal wall without difficulty. Insufflation was then established and the mid abdomen was viewed. The patient had clear evidence of an incarcerated ventral hernia with the outer edge of the prior mesh also visualized. See laparoscopic photos. The involved omentum appeared completely viable. Additional trocars were placed, with a right subcostal 5-mm and right lower quadrantj12-mm trocar placed under vision after full thickness marcaine infiltration with 0.5% marcaine. Dissection was then undertaken using both blunt dissection as well as very careful judicious use of the harmonic scalpel, of again omentum alone. There was no evidence of bowel involved with the incarceration. Dissection was taken up along the abdominal wall/peritoneum, as well as in the edge of the mesh, as omentum was dissected free and allowed to drop back in the abdomen with complete hemostasis verified. Interestingly enough, the prior mesh appeared for the most part intact, but the patient had initially viewed a midline hernia just superior to this mesh. The patient also preoperatively had a fairly distinct palpable mass effect in the left upper quadrant, and this was at this point of the operation was not reduced. I, therefore, placed an additional 5-mm trocar on the left side for additional viewing and the patient, indeed, had an additional left-sided, superiorly based hernia with incarcerated omentum. This was reduced by manual pressure on the anterior pressure on the anterior abdominal wall, as well as laparoscopic pulling down internally. This was also dissected free using a harmonic scalpel. It was carefully divided and hemostasis was verified. At this point, the aforementioned palpable "bulge" was obviously completely reduced. Again, the hernia and prior mesh were viewed from both sides. With this performed, repair was undertaken and 10 x 15-cm gore dualmesh was chosen. This was first prepared externally, as 4-quadrant 0-ethibond sutures were placed. The mesh was then rolled and was placed intra-abdominally via a 12-mm port. Transfascial sutures were then placed at all 4 quadrants, with excellent broad-based, circumferential overlap of the aforementioned hernia. It should also be noted that after placement of first transfascial suture in the far-left lateral side, that the intra-abdominal pressure was lowered to 4 mmhg so as to better recreate standard physiologic conditions. This was done as the remaining transfascial sutures were marked and placed, and the mesh completely extended and stretched to its full extent without difficulty. Once this was done and sutures secured, additional protacks were placed, both centrally, as well was peripherally for excellent, uniform mesh approximation to the anterior abdominal wall. See again laparoscopic photos of the entire operative procedure. With hemostasis again verified of both the mesh repair, as well as freed omentum, the trocars were removed under direct vision to ensure hemostasis. The abdomen was desufflated as well. The 12-mm site was closed in the fascia using 0-vicryl. All trocar sites were closed in the skin using 4-0 nylon. The 4 transfascial suture sites were closed with a steri-strips atop. The patient tolerated the procedure without difficulty. The total blood loss was less than 10 ml. He will be taken to the recovery room in good condition for discharge in the next 24 to 48 hours anticipated.¿ 01/10/08: rex healthcare. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05245327. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05245327) was implanted during the procedure. [Missing records: records for ¿wound explored, debrided yesterday, culture shows enterococcus faecalis as well as non-enterococcus strep¿ were not provided.] 02/05/08: capital surgical associates. Mark sturdivant, md, facs. Office visit. Follow up today. Wound explored, debrided yesterday. Culture form yesterday shows enterococcus faecalis as well as non-enterococcus strep. If he continues to see draining pus, we may consider abdominal wall CT. 02/06/08: rex healthcare. Dr. Donald detweiler. Radiology-CT abdomen/pelvis. Indication: abdominal wall abscess. There is no calicctasis [sic] or small bowl obstruction. There are postsurgical changes including mesh following ventral hernia repair located cephalad to the umbilicus. There is thickening and indistinctness of the tissue surrounding the mesh including a fluid collection with air. The fluid collection measures 5.8 x 3.4 x 2.1 cm and has features consistent with an abscess. There is phlegmon like material located between the mash [sic] and skin surface. There is indistinctness of the adipose tissue involving the abdomen anterior to the transverse colon. Impression: surgical changes including the presence of mesh following ventral hernia repair. Inflammatory changes at/and adjacent to the mesh including a fluid collection with air, likely abscess. 02/19/08: rex healthcare. Mark sturdivant, md. Operative report. Preoperative diagnosis: infected mesh, status post ventral hernia repair. Postoperative diagnosis: infected mesh, status post ventral hernia repair; recurrent hernia. Procedure: removal of infected mesh. Repair of recurrent ventral hernia using biological inlay mesh. Description of procedure: anesthesia: general. Blood loss: 100 to 150 ml. Complications: none. Specimens removed: mesh. Details of procedure: ¿the patient was placed in the supine position under general endotracheal anesthesia, status post preop IV antibiotics, void on call. He was prepped and draped in sterile manner. The patient still had a slight amount of expressible purulence from his upper midline incision; elliptical incision was then placed to completely excise this opened area, with the incision being approximately 8-9 cm long in the vertical upper midline. Dissection carefully carried down through subcutaneous tissue, with dissection slightly laterally to ensure complete removal of all of the affected wound bed for complete decontamination. Dissection was then carried down to the level of fascia, which was also kept just lateral to the centrally located area of purulence. As the fascia was then entered circumferentially, there was a fair amount of remaining purulence which was located on top of the patient's previously placed gore dualmesh mesh repair. The patient also had incorporated circular composix kugel mesh, and given the close proximity and clearly involving both of these, both pieces of mesh were carefully removed using bovie electrocautery as well as sharp dissection. Fortunately, as per our preoperative plans, the patient did indeed have a layer of reperitonealization deep to the dualmesh. We were able to maintain this layer, and thus maintain the preperitoneal space, as the dissection was carefully taken out laterally and the mesh removed, both the transfascial 4-quadrant sutures of the dualmesh as well as the tacks which were placed as well. Infected mesh x 2, fascial resection and subcutaneous resection, removed en bloc and sent to pathology as well as to micro for wound culture. At this point, vigorous irrigation was used as well as gloves change and instrument change. To allow for circumferential underlay of at least 5 cm overlap for the mesh, preperitoneal space extended out bilaterally as well as superiorly and inferiorly down to and past the level of the umbilicus, and well above the superior aspect of the incision as well. Additional irrigation and meticulous attention to hemostasis paid. To allow for additional fascial mobility, the superior, superficial aspect of the fascia was mobilized as the subcutaneous tissue was divided to allow for mobilization as well as suture placement in vigorous lateral fashion. After irrigation with more than 1 to 1.5 l of sterile saline, final irrigation incorporated bacitracin as well. At this point, after again establishing hemostasis, a 13 x 15 piece of surgisis biological mesh was placed with a long axis in transverse, side-to-side fashion. 1 cm was trimmed off of the length of the mesh, which was otherwise left intact. The mesh was then secured using transfascial sutures of 0 ethibond with each suture placed at 2 to 2.5 cm intervals, working around the entire periphery of the mesh to maintain a smooth, not-taut mesh alignment, and, again as mentioned before, with significant overlap circumferentially. Once this was done, attempt was made to bring the fascia back together in the midline, but this was not able to be accomplished without undue tension. Given the infected nature of the procedure, I did not feel that relaxing sutures were necessarily indicated or needed, and therefore brought the fascia together at the superior and inferior aspects, with each suture of the #1 pds incorporating the underlying surgisis mesh as well. The fascia was then tacked down centrally to the mesh in similar fashion, leaving a central gap of approximately 2 cm. Additional irrigation was used, and deep subcutaneous closure was performed using interrupted inverted 2-0 vicryl. As per preop discussions, the wound was packed open. Additional consideration will be given to postoperative wound v.a.c., as we feel this would also be a significant contributor to quicker postop wound healing. It should be noted that, prior to deeper subcutaneous closure, a #10 jackson-pratt drain was placed through separate stab wound, tied at the skin using 3-0 nylon. This will be removed at the time of wound v.a.c. Placement. After the wound packing, using saline soaked kling, dry dressing and tape applied atop. The patient tolerated the lengthy procedure without difficulty, blood loss 100 to 150 ml. Specimen removed as outlined above, as well as mesh placement and a jp drain as outlined above. The patient will be taken to the recovery room in excellent condition.¿ 02/19/08: rex healthcare. Stephen v. Chiavetta, md. Surgical pathology report. Clinical history: status post ventral hernia repair with infection. Specimen: #1 explanted infected mesh. Gross examination: #1 received in formalin and labeled explanted infected mesh, is a 6.5 x 4.0 x 2.5 cm portion of pink tan to yellow soft tissue. On one surface there is a 6.0 x 1.0 cm ellipse of tank skin, with a 2.5 x 0.7 cm defect. On the opposite surface there is 14.5 x 9.5 x 0.2 -0.3 cm thick portion of tan mesh material, with attached metallic rings. The tissue is serially sectioned to demonstrate the soft tissue surrounding the defect on the skin surface to be discolored, dark red brown. Three representative sections of the defect are submitted in three cassettes. ¿a-c¿. Microscopic examination: #1 the soft tissue surrounding the mesh includes subcutaneous fat and skin. There is a chronic inflammatory reaction within the skin and adipose tissue. There is no evidence of tumor within the tissue. Final diagnosis: #1 explanted mesh and soft tissue: skin and soft tissue with chronic inflammation. [Missing records: a culture report detailing analysis of specimens collected during the 02/19/08 procedure were not provided.] 02/21/08: rex healthcare. Mark sturdivant, md. Discharge summary. Admission diagnosis: infected mesh, status post ventral hernia repair. Procedure performed: removal of infected mesh, repair of recurrent ventral hernia using biological inlay mesh; wound vac placement. Follow up with rex wound healing center for further vac, wound healing management. Routine precautions given. No heavy lifting. 02/22/08: wound healing center. Gayle dilalla, md. Office visit. Referred by dr. Sturdivant with an open midline abdominal wound. Social history: quit tobacco use 15 years ago. Exam: midline granulating wound with significant amount of sanguineous drainage with no odor. Currently measures 6.5 x 1.0 x 3.7 cm in depth. Cultures obtained, currently on augmentin. Continue to follow up here three times a week for wound vac changes. [Missing records: a culture report detailing analysis of specimens collected 02/02/08 during the office visit were not provided.] 02/29/08: rex wound healing center. Office visit. Follow up. Dressing change. Return to clinic 03/03/08. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, additional surgery, wound vac, debridement, and mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 3191: appropriate term/code not available for ¿wound vac¿ and ¿debridement¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2008 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from three hernia repairs, 1989, 1997, and 2003 were not provided. Patient information: medical history: weight; (B)(6) 2008: 188 lbs., bmi 24.7; smoking: (B)(6) 2008: quit tobacco use 15 years ago; gastroesophageal reflux disease [gerd]; (B)(6) 2008: recurrent incisional hernia, likely chronically incarcerated; (B)(6) 2008: seroma at hernia repair site. Surgical procedures: 1984: appendectomy [exploratory laparotomy]; 1989: hernia repair; 1997: bilateral inguinal hernia repair; 2003: midline recurrent incisional hernia repair; (B)(6) 2008: laparoscopic repair of recurrent incisional ventral hernia with mesh (10 x 15-cm gore dualmesh). Implant: gore® dualmesh® plus biomaterial; (B)(6) 2008: incision and drainage and debridement of prior hernia incision; (B)(6) 2008: removal of infected mesh. Repair of recurrent ventral hernia using biological inlay mesh. Implant: surgisis. Implant preoperative complaints: (B)(6) 2008: surgery office visit. ¿referral for suspected recurrent incisional hernia. Patient¿s initial operation was in 1984, at which time he had exploratory laparotomy for suspected crohn disease, as well as possible lymphoma. Both were unremarkable, and an appendectomy was performed. Patient developed an incisional hernia and underwent repair in 1989. Followed by repair of bilateral inguinal hernias in 1997 and then follow-up midline recurrent incisional hernia repair in 2003. Recently has noted increasing focal pain, which he feels is very close to last hernia repair. No signs of strangulation or obstruction, no generalized abdominal pain. Clear area of abnormality just to the left of the upper aspect of the patient¿s midline incision. Mildly tender, consistent with chronically incarcerated hernia. Findings and recommendations: recurrent incisional hernia, likely chronically incarcerated. I do feel repair is indicated.¿ implant procedure: laparoscopic repair of recurrent incisional ventral hernia with mesh (10 x 15-cm gore dualmesh). [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05245327, 10cm x15cm x 1mm thick, oval]. Implant date: (B)(6) 2008 [hospitalization dates: (B)(6) 2008 ¿ (B)(6) 2008]: wound classification: not provided. Description of hernia being treated: ¿¿ we entered the abdomen on the far-right side, as a 5-mm optiview was inserted under direct vision with upward retraction on the anterior abdominal wall without difficulty. Insufflation was then established and the mid abdomen was viewed. The patient had clear evidence of an incarcerated ventral hernia with the outer edge of the prior mesh also visualized. See laparoscopic photos. The involved omentum appeared completely viable. Additional trocars were placed, with a right subcostal 5-mm and right lower quadrantj12-mm trocar placed under vision after full thickness marcaine infiltration with 0.5% marcaine. Dissection was then undertaken using both blunt dissection as well as very careful judicious use of the harmonic scalpel, of again omentum alone. There was no evidence of bowel involved with the incarceration. Dissection was taken up along the abdominal wall/peritoneum, as well as in the edge of the mesh, as omentum was dissected free and allowed to drop back in the abdomen with complete hemostasis verified. Interestingly enough, the prior mesh appeared for the most part intact, but the patient had initially viewed a midline hernia just superior to this mesh. The patient also preoperatively had a fairly distinct palpable mass effect in the left upper quadrant, and this was at this point of the operation was not reduced. I, therefore, placed an additional 5-mm trocar on the left side for additional viewing and the patient, indeed, had an additional left-sided, superiorly based hernia with incarcerated omentum. This was reduced by manual pressure on the anterior pressure on the anterior abdominal wall, as well as laparoscopic pulling down internally. This was also dissected free using a harmonic scalpel. It was carefully divided and hemostasis was verified. At this point, the aforementioned palpable ¿bulge¿ was obviously completely reduced. Again, the hernia and prior mesh were viewed from both sides.¿ implant size and fixation: ¿with this performed, repair was undertaken and 10 x 15-cm gore dualmesh was chosen. This was first prepared externally, as 4-quadrant 0-ethibond sutures were placed. The mesh was then rolled and was placed intra-abdominally via a 12-mm port. Transfascial sutures were then placed at all 4 quadrants, with excellent broad-based, circumferential overlap of the aforementioned hernia. It should also be noted that after placement of first transfascial suture in the far-left lateral side, that the intra-abdominal pressure was lowered to 4 mmhg so as to better recreate standard physiologic conditions. This was done as the remaining transfascial sutures were marked and placed, and the mesh completely extended and stretched to its full extent without difficulty. Once this was done and sutures secured, additional protacks were placed, both centrally, as well was (sic) peripherally for excellent, uniform mesh approximation to the anterior abdominal wall. See again laparoscopic photos of the entire operative procedure. With hemostasis again verified of both the mesh repair, as well as freed omentum, the trocars were removed under direct vision to ensure hemostasis. The abdomen was desufflated as well. The 12-mm site was closed in the fascia using 0-vicryl. All trocar sites were closed in the skin using 4-0 nylon. The 4 transfascial suture sites were closed with a steri-strips atop.¿ (B)(6) 2008: ¿no complications. No specimens removed.¿ (B)(6) 2008: discharge summary. ¿increase activity gradually. No heave lifting. Discharged: home.¿ ¿disposition: good. Follow up 7-10 days.¿ relevant medical information: (B)(6) 2008: surgery follow-up visit. ¿doing well. Does have a seroma of the repair site, and his previous incision has started to get a little bit red over the last day or so. I aspirated some fluid and cultured this. It does not appear obviously infected, but I placed him on keflex. Return to see dr. S. Next week. Culture sent to lab.¿ microbiology report detailing analysis of the specimens collected (B)(6) 2008 was not provided. (B)(6) 2008: surgery follow-up visit. ¿has been having some mild redness at the site of his prior hernia incision. Seen by dr. K. Last week; aspiration of seroma performed; culture sent with moderate white cells and red blood cells but no organisms seen. Starting yesterday patient began having pus oozing from the inferior aspect of his prior open ventral hernia incision. No fever, chills or other local or systemic symptoms of note. He has been able to express a fair amount of pus himself. Abdomen exam: well healed laparoscopic sites but clear evidence of erythema, fluctuance and expressible pus from his prior thickly scarred open ventral hernia incision. Taken to the treatment room at which time and incision and drainage and debridement was performed under local anesthesia. Additional cultures sent. Antibiotics changed to levaquin.¿ (B)(6) 2008: surgery follow-up visit. ¿wound explored, debrided yesterday. Culture form (sic) yesterday shows enterococcus faecalis as well as non-enterococcus strep. If he continues to see draining pus, we may consider abdominal wall CT.¿ (B)(6) 2008: surgery follow-up visit. ¿wound check. Continued drainage. Change to augmentin; CT scan of abdominal wall to better assess for possible peri-mesh undrained abscess/fluid collection.¿ (B)(6) 2008: CT abdomen/pelvis [a/p]. ¿there is no calicctasis [sic] or small bowl obstruction. There are postsurgical changes including mesh following ventral hernia repair located cephalad to the umbilicus. There is thickening and indistinctness of the tissue surrounding the mesh including a fluid collection with air. The fluid collection measures 5.8 x 3.4 x 2.1 cm and has features consistent with an abscess. There is phlegmon like material located between the mash [sic] and skin surface. There is indistinctness of the adipose tissue involving the abdomen anterior to the transverse colon. Impression: surgical changes including the presence of mesh following ventral hernia repair. Inflammatory changes at/and adjacent to the mesh including a fluid collection with air, likely abscess.¿ explant preoperative complaints: (B)(6) 2008: surgery follow-up visit. ¿wound improved. Follow up next week ¿ patient wants surgery. Operating room (B)(6).¿ (B)(6) 2008: surgery follow-up visit. ¿has had fairly active lifestyle, cutting grass this weekend and overall fells [sic] well with minimal increase in sensitivity in the area.¿ "continued cutaneous improvement in the wound; continued drainage of the same material.¿ explant procedure: removal of infected mesh. Repair of recurrent ventral hernia using biological inlay mesh. [Implant: surgisis.] Explant date: (B)(6) 2008 [hospitalization dates: (B)(6) 2008 ¿ (B)(6) 2008]: wound classification: not provided. Procedure: ¿the patient still had a slight amount of expressible purulence from his upper midline incision; elliptical incision was then placed to completely excise this opened area, with the incision being approximately 8-9 cm long in the vertical upper midline. Dissection carefully carried down through subcutaneous tissue, with dissection slightly laterally to ensure complete removal of all of the affected wound bed for complete decontamination. Dissection was then carried down to the level of fascia, which was also kept just lateral to the centrally located area of purulence. As the fascia was then entered circumferentially, there was a fair amount of remaining purulence which was located on top of the patient's previously placed gore dualmesh mesh repair. The patient also had incorporated circular composix kugel mesh, and given the close proximity and clearly involving both of these, both pieces of mesh were carefully removed using bovie electrocautery as well as sharp dissection. Fortunately, as per our preoperative plans, the patient did indeed have a layer of reperitonealization deep to the dualmesh. We were able to maintain this layer, and thus maintain the preperitoneal space, as the dissection was carefully taken out laterally and the mesh removed, both the transfascial 4-quadrant sutures of the dualmesh as well as the tacks which were placed as well. Infected mesh x 2, fascial resection and subcutaneous resection, removed en bloc and sent to pathology as well as to micro for wound culture. At this point, vigorous irrigation was used as well as gloves change and instrument change. To allow for circumferential underlay of at least 5 cm overlap for the mesh, preperitoneal space extended out bilaterally as well as superiorly and inferiorly down to and past the level of the umbilicus, and well above the superior aspect of the incision as well. Additional irrigation and meticulous attention to hemostasis paid. To allow for additional fascial mobility, the superior, superficial aspect of the fascia was mobilized as the subcutaneous tissue was divided to allow for mobilization as well as suture placement in vigorous lateral fashion. After irrigation with more than 1 to 1.5 l of sterile saline, final irrigation incorporated bacitracin as well. At this point, after again establishing hemostasis, a 13 x 15 piece of surgisis biological mesh was placed with a long axis in transverse, side-to-side fashion. 1 cm was trimmed off of the length of the mesh, which was otherwise left intact. The mesh was then secured using transfascial sutures of 0 ethibond with each suture placed at 2 to 2.5 cm intervals, working around the entire periphery of the mesh to maintain a smooth, not-taut mesh alignment, and, again as mentioned before, with significant overlap circumferentially. Once this was done, attempt was made to bring the fascia back together in the midline, but this was not able to be accomplished without undue tension. Given the infected nature of the procedure, I did not feel that relaxing sutures were necessarily indicated or needed, and therefore brought the fascia together at the superior and inferior aspects, with each suture of the #1 pds incorporating the underlying surgisis mesh as well. The fascia was then tacked down centrally to the mesh in similar fashion, leaving a central gap of approximately 2 cm. Additional irrigation was used, and deep subcutaneous closure was performed using interrupted inverted 2-0 vicryl. As per preop discussions, the wound was packed open. Additional consideration will be given to postoperative wound v.a.c., as we feel this would also be a significant contributor to quicker postop wound healing. It should be noted that, prior to deeper subcutaneous closure, a #10 jackson-pratt drain was placed through separate stab wound, tied at the skin using 3-0 nylon. This will be removed at the time of wound v.a.c. Placement . After the wound packing, using saline soaked kling, dry dressing and tape applied atop.¿ (B)(6) 2008: pathology: ¿specimen: #1 explanted infected mesh. Gross examination: #1 received in formalin and labeled explanted infected mesh, is a 6.5 x 4.0 x 2.5 cm portion of pink tan to yellow soft tissue. On one surface there is a 6.0 x 1.0 cm ellipse of tank (sic) skin, with a 2.5 x 0.7 cm defect. On the opposite surface there is 14.5 x 9.5 x 0.2 -0.3 cm thick portion of tan mesh material, with attached metallic rings. The tissue is serially sectioned to demonstrate the soft tissue surrounding the defect on the skin surface to be discolored, dark red brown. Three representative sections of the defect are submitted in three cassettes. ¿a-c¿. Microscopic examination: #1 the soft tissue surrounding the mesh includes subcutaneous fat and skin. There is a chronic inflammatory reaction within the skin and adipose tissue. There is no evidence of tumor within the tissue. Final diagnosis: #1 explanted mesh and soft tissue: skin and soft tissue with chronic inflammation.¿ (B)(6) 2008: culture report: gram stain: ¿no organisms seen. Moderate red blood cells. Few white blood cells.¿ (B)(6) 2008: ¿final report (B)(6) 2008: enterobacter aerogenes.¿ (B)(6) 2008: ¿final report (B)(6) 2008: mixed anaerobes isolated. No clostridium perfringens nor bacteroides fragilis isolated.¿ (B)(6) 2008: discharge summary: ¿follow up with xxxx center for further vac, wound healing management. Routine precautions given. No heavy lifting.¿ relevant medical information: (B)(6) 2008: wound clinic. ¿midline granulating wound with significant amount of sanguineous drainage with no odor. Currently measures 6.5 x 1.0 x 3.7 cm in depth. Cultures obtained, currently on augmentin. Continue to follow up here three times a week for wound vac changes.¿ microbiology report detailing analysis of specimens collected (B)(6) 2008 was not provided. (B)(6) 2008: surgery follow-up visit. ¿steady progress. Turbid serosanguinous vac output. Continue vac and oral antibiotics. Culture: e. Bact, mixed anaerobes.¿ (B)(6) 2008: wound clinic. ¿dressing change.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus, antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 05245327. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 213 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 01/10/08: rex healthcare. Mark sturdivant, md. Post-operative progress note. No complications. No specimens removed. Implant: mesh (dualmesh 10 x 15 cm). 01/10/08: rex healthcare. Mark sturdivant, md. Physician order. Abdominal binder. 01/11/08 rex healthcare. Tammy reynolds, rn. Clinical discharge summary. Home meds: omeprazole. Activity: increase activity gradually. No heave lifting. Call doctor: signs of infection (pus, odor, swelling redness). Discharged: home. 01/11/08: rex healthcare. Mark sturdivant, md. Final discharge progress note. Final diagnosis: recurrent incarcerated ventral hernia. Disposition: good. Condition at discharge: good. Follow up 7-10 days. Activity: ad lib. 02/01/08: capital surgical associates. W. Tucker cline, md. Office visit. Doing well. Does have a seroma of the repair site, and his previous incision has started to get a little bit red over the last day or so. I aspirated some fluid and cultured this. It does not appear obviously infected, but I placed him on keflex. Return to see dr. Sturdivant next week. Culture sent to lab. 02/04/08: capital surgical associates. Mark sturdivant, md. Office visit. Has been having some mild redness at the site of his prior hernia incision. Seen by dr. Kline last week; aspiration of seroma performed; culture sent with moderate white cells and red blood cells but no organisms seen. Starting yesterday patient began having pus oozing from the inferior aspect of his prior open ventral hernia incision. No fever, chills or other local or systemic symptoms of note. He has been able to express a fair amount of pus himself. Abdomen exam: well healed laparoscopic sites but clear evidence of erythema, fluctuance and expressible pus from his prior thickly scarred open ventral hernia incision. Taken to the treatment room at which time and incision and drainage and debridement was performed under local anesthesia. Additional cultures sent. Antibiotics changed to levaquin. 02/06/08: capital surgical associates. Mark sturdivant, md. Office visit. Wound check. Continued drainage. Change to augmentin; CT scan of abdominal wall to better assess for possible peri-mesh undrained abscess/fluid collection. 02/08/08: capital surgical associates. Mark sturdivant, md. Office visit. Wound improved. Follow up next week ¿ patient wants surgery. Operating room 2/19. 02/12/08: capital surgical associates. Mark sturdivant, md. Office visit. Recheck. Has had fairly active lifestyle, cutting grass this weekend and overall fells well with minimal increase in sensitivity in the area. Abdomen exam: continued cutaneous improvement in the wound; continued drainage of the same material. 02/19/08: rex healthcare. Implant record. Graft surgisis hernia repair 13 cm x 15 cm; cook incorporated. 02/19/08: rex healthcare. Culture report. Gram stain: no organisms seen. Moderate red blood cells. Few white blood cells. Final report 02/21/08: enterobacter aerogenes. Final report 02/25/08: mixed anaerobes isolated. No clostridium perfringens nor bacteroides fragilis isolated. 02/20/08: rex healthcare. Mark sturdivant, md. Letter to blue cross blue shield. Given the patient¿s past history, structure and anatomy of repair yesterday, and overall condition of tissues with respect to wound healing, I feel strongly that he would obtain substantial benefit from placement of a wound vac apparatus 02/25/08: rex healthcare. Mark sturdivant, md. Office visit. Steady progress. Turbid serosanguinous vac output. Using vicodin. Plan: continue vac and oral antibiotics. Culture: e. Bact, mixed anaerobes. Vicodin and nsaid. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.